Event description:
It was reported that the guidewire encountered strong resistance when advanced into the subject catheter hub. The physician found out the subject catheter inner lumen has some problem (the coating is damaged). The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the operator finished preparation on the subject microcatheter and tried to advance a guidewire into the catheter hub. Then he felt strong friction and worried if the microcatheter or guidewire was destroyed. He just used another new microcatheter with the existing guidewire and found out the first microcatheters inner lumen has some problem (ex. The coating is damaged). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported codes 'catheter ptfe inner lining peeling' and 'catheter hub friction'.

Event description:
It was reported that the guidewire encountered strong resistance when advanced into the subject catheter hub. The physician found out the the subject catheter inner lumen has some problem (the coating is damaged). The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.